Manufacturer narrative:
The reported meter ((B) (4)) was returned for an investigation. The complaint was not confirmed. All test results were within range specification during the control solution testing. A "hi" display message (12:04 h) and the reading of 286 mg/dl (12:08 h) were found in the meter's memory log on the date of (B) (6) 2010. Results were plotted on a parkes error grid and fell into the "b" zone showing the difference in values is not clinically significant. This is the final report. Note: - the customer's meter displays "hi" for readings above 500 mg/dl. - it was reported the customer did not wash the test site prior to blood glucose testing. The customer did not use the device according to label copy and adc customer service educated the caller about washing and drying the test site before testing.

Event description:
The customer's mother reported the customer received readings of 501 mg/dl ("hi" display message) and 286 mg/dl within ten minutes. It was additionally reported, the customer experienced symptoms of paleness, lethargy and was unresponsive. The customer's mother reported the customer took 20 units of rapid acting insulin to counteract the event. The paramedics were called, and they reportedly administered intravenous fluids (unknown) and checked the customer's blood glucose level. A reading of 34 mg/dl was reportedly obtained on a health care provider meter. The customer was reportedly transported to a health case facility where he was diagnosed with severe hypoglycemia and treated with dextrose. There was no report of death or permanent impairment associated with this event.